Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, creases fold and opening curved on anterior and posterior. A visual and microscopic analysis was performed which identified opening crease sharp on posterior and anterior, wear abrasion and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on anterior and posterior due to fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.